Event description:
It is reported that while reaming the femoral canal the 8mm reamer broke. The surgeon then used sizes 8.5mm up to 11.5mm reamers. When he got to the 11.5mm reamer it also broke.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.